Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session ending early occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor session ending early is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.